Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine sulfate (10.0 mg/ml, 1.135 mg/day) via an implantable infusion pump. The indications for use were noted as non-malignant pain. On (B)(6) 2013, examination/palpation revealed that the patient's posterior incision (catheter incision) showed some erythema. Intervention included a medication adjustment of prophylactically giving the patient clindamycin 300 mg 4 times daily x 7 days on (B)(6) 2013. On (B)(6) 2013, examination/palpation showed no erythema of the posterior incision site; the outcome was resolved without sequelae on (B)(6) 2013. The etiology was unlikely related to the device or therapy; and related to the implant procedure. The severity was mild.